Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00594. Zimmer biomet complaint number: (B)(4). PMA/510(k) numbers: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants at teeth sites #5 and #10 were fractured. X-rays confirmed the implants are fractured and had to be removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141 - 2023 - 00593. Further evaluation of the event confirmed that the expiration date was previously reported incorrectly and is now being reported correctly. Multiple MDR reports are filed for this event. See 0002023141-2023-00594-1. The following sections are being reported: d4: unique identifier (UDI) number is not provided / unknown. The reported device was returned for investigation, and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot number was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.